Manufacturer narrative:
Per the clinical investigation report: retrospective analysis of the safety and effectiveness of the silicone block in penile surgery, which was reviewed as part of the 510(k) process, penile curvature, contracture, infection, erectile dysfunction, and loss of skin sensitivity/sensation are all listed as anticipated adverse events. These events are also listed in the instructions for use. An article was published in january of 2022 titled, update on the penuma: an FDA-cleared penile implant for aesthetic enhancement of the flaccid penis. One hundred patients provided responses to the interview. Of those 100 patients, 10 patients had their implant removed for various reasons, including four for infection (4%). Dorsal curvature, shortening, erectile dysfunction, loss of sensation, and lateral curvature were not reasons listed for removal. The article also follows twelve patients who got a penuma removed for cosmetic reasons and follows their recovery. After removal, the patients noted penile retraction immediately after the removal procedure, but all patients reported a return to pre-operative flaccid length and girth following the rehab program. There were no cases of post-operative curvature. The penuma implant is intended to be removed by a penuma physician. Additional complications can arise when removal is facilitated by a physician outside the penuma physician network. Physicians that are untrained in penuma insertion and/or removal may deploy surgical techniques, pre-operative guidelines, post-operative guidelines, and other clinic/surgical approaches that are inconsistent with the prevailing standard of care, thus potentially causing additional complications. This article covered patients who received the penuma implant from 2012 to 2021. During that time period, 3600 penuma implants were sold. A review of all complaints from 2014 to 2022 found 1 report for curvature. In combination with the eight events from this literature review and previous complaints, dorsal curvature is occurring at a rate of 0.25% (9/3600). A review of all complaints from 2014 to 2022 found 2 reports for loss of length. In combination with the seven events from this literature review and previous complaints, shortening/contracture/loss of length is occurring at a rate of 0.25% (9/3600). A review of all complaints from 2014 to 2022 found 6 reports for infection. In combination with the three events from this literature review and previous complaints, infection is occurring at a rate of 0.25% (9/3600). A review of all complaints from 2014 to 2022 found 0 reports for erectile dysfunction. In combination with the two events from this literature review and previous complaints, erectile dysfunction is occurring at a rate of 0.056% (2/3600). A review of all complaints from 2014 to 2022 found 2 reports for sensation changes. In combination with the two events from this literature review and previous complaints, sensation change are occurring at a rate of 0.11% (4/3600). A review of all complaints from 2014 to 2022 found 1 report for curvature. In combination with the one event from this literature review and previous complaints, lateral curvature is occurring at a rate of 0.056% (2/3600). These values are within the acceptable risk. Imd will continue to monitor this failure mode for future occurrences. Insufficient information was provided to determine a root cause. If additional information is provided, the investigation will be reopened.

Event description:
Events were discovered during surveillance of the journal of urology. An article titled "complications of the penuma penile implant for genital enhancement" stated that twelve patients from 2012 to 2021 were evaluated at their institution after receiving the penuma penile implant. The article states that all twelve patients had the penuma removed (seven had explantation before evaluation at their clinic, five explanted at their clinic). Eight patients experienced dorsal curvature, seven experienced shortening, three experienced infection, two experienced erectile dysfunction, two experienced sensation changes, and one experienced lateral curvature. The authors noted that any scarring was superficial and that scar excision resulted in "improvement in curvature" and the ability "to have functional erections" for patients who underwent the procedure. Only the abstract was provided. Imd has reached out to the lead author three times in an attempt to obtain additional information about each event. All failure modes represent serious injury and have been included in one medical device report.